Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device used on the patient; see MDR no. 3013394970-2018-00821 for the second device reported that was used on the same patient.

Event description:
The user facility reported that while using a angio-seal device there was not a good return of arterial blood, to persuade that the device was well located. Therefore, they proceeded to use another angio-seal, to which the same thing happens. The patient was reported to be ok. Hemostasis was achieved by mechanical compression.